Event description:
Per oos, this lead was capped due to high thresholds, which caused anodal stimulation, which lead to early depletion of the ICD battery. The lead had been placed in the epicardial sac around the rv during an open heart surgery and was replaced with a linox sd 65/18, (B) (4), placed endocardially. Associated device: setrox s 53, (B) (4), MDR-1028232-2010-01142.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore, based on the inspection of the quality documents associated with the manufacture of this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.